Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the impactor fractured during a procedure. No fragments were reported as remaining in the patient and no delay occurred as a result of the event.

Manufacturer narrative:
Investigation results concluded that, one additional complaint for the part-lot combination of the returned device; however this is unrelated to the reported failure mode. Sem analysis of the rasp handle fracture surface showed that it was fractured due to fatigue. The fracture showed ratchet marks on one of its edges in two locations, which indicates suspected multiple crack initiation sites. Beach marks were identified concave to the suspected crack initiation sites. Suspected fatigue striations were identified in the center of the fracture. Suspected crack exit site was identified on the opposite edge to the crack initiation edge of the fracture. Ductile overload dimples were detected in the suspected crack exit site, confirming the final rupture location. No obvious inclusions were identified on the fracture. Eds semi-quantitative elemental analysis of the fracture showed that the sample composition was consistent with 17-4 ph stainless steel, per the material print specification. With the information provided a specific cause for the fatigue could not be determined with certainty.